Event description:
A 65 y.o. Female with a past medical history of dm2, depression, severe mr, pvc/svt ablation, afib s/p dccv, end-staged nicm s/p biv ICD, cardiomems, hm iii lvad on (B)(6), at 3 am, the patient's lvad alarm went off. The patient had increased shortness of breath and presented to the ed. In the ed, the lvad coordinator noted the lvad showed zero output for 2 hours. Bnp was baseline. Echo and chest CT were ordered. The patient was urgently taken to cath lab for rhc which showed cardiac index estimated at 1.30. Cardiac CT showed overt outflow graft stenosis. Patient was urgently taken to the operating room (B)(6) 2025 and initially underwent outflow graft exchange but this did not resolve the low flow. She then underwent a sternotomy and lvad exchange with heartmate 3. This was complicated as the lvad was significantly adhered. It was complicated by vasoplegia, blood lose, and innominate vein injury. The patient then had minimal output in the chest tube. Cvp became elevated and chest was left open. On (B)(6) 2025, the patient returned to the operating room for washout and chest closure. She had a complicated recovery period necessitating inpt rehab. She was discharged to home on (B)(6) 2025.